Event description:
It was reported that the customer's insulin pump may have threshold suspended based upon inaccurate sensor readings. At the time of the report, the customer's sensor was giving a reading of 78 mg/dl while her blood glucose was 171 mg/dl. Calibration and insertion techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.